Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 119 mg/dl at the time of the incident. The customer reported big black spin inside of lcd screen and the screen is hard to read. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd glass damaged. The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip, cracked belt clip slot, cracked reservoir tube and stained end cap sticker.